Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 18, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due decreased performance with the device use. The patient was reimplanted with another cochlear device during the same surgery.